Event description:
We became aware of some interference with the diagnostic accuracy of electrocardiograms performed in the emergency dept, over the time period of 5 days: 2008. Upon review of the ekgs by an independent cardiologist, the following issues were identified: the lead wires were misconnected to the acquisition module of the mac cart; the non-labeled feature of the proximal end of the lead wires contributed to the misconnection of the lead wires; the device software was inconsistent in giving error messages of suspected limb lead reversal on the EKG tracing. In light of the fact that there is no visible labeling on the proximal ends of the lead wires connected to the acquisition module of the mac cart, the possible misconnection of a lead wire is not easily detectable by a user. As, in some circumstances, an EKG is a definitive test, potential adverse events - e.g., hospitalization, intervention, inappropriate discharge- could occur.